Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to loosening. During the procedure, it was noted the pmi inlay cup component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following sections were updated: serious injury.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to loosening. During the procedure, it was noted the pmi inlay cup component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to loosening. During the procedure, it was noted the pmi inlay cup component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x ray. The review showed the overall fit and alignment of the acetabular and femoral components are anatomic. There is loosening and malposition of the metal inlay. Bone quality is osteopenic. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.